Event description:
Pt had repair of aaa using aneurx-medtronic-endovascular graft. Repair of endoleak the following day using aortic extension cuffs. Re-admitted with expansion of aaa and aorto-enteric fistula causing gi bleeding. Was operated and found to have separation of the components of the aneurx endovascular graft resulting in the above mentioned problem. Had excision of the endovascular graft, repair of aorto-enteric fistula and extra-anatomical bypass. Pt is critically ill in the ICU at present with guarded prognosis.